Event description:
Lead management case to extract 2 leads due to cied system/pocket infection and occult gram-positive bacteremia. The pocket was opened and the leads were prepped with llds. A 14f gl laser sheath was used on the 1688 (implanted 38 months) atrial lead and removed successfully with very little difficulty and laser time. The 7001 riata (implanted 38 months) lead extraction began. While going into the innominate/svc progress stopped. The physician discontinued use of the laser to readjust the rail and attempted 2-3 more trains again with the gl. Advancement was still unsuccessful so the physician again stopped to readjust. Four to five (4-5) trains were attempted again and advancement was slow but consistent until reaching the svc proximal coil upon breaking through that binding site the laser sheath encountered tissue at the distal coil again stopping progress. Several more lasing trains were attempted without progress when a drop in the bp was noticed. The physician believed this drop to be related to inversion of the ventricle and so decided to continue the case but after another attempt the bp dropped significantly. The laser catheter was removed and the physician opened the chest (42 secs), the patient was also placed on a pump and blood was given per the protocol. An injury in the svc was repaired and the remainder of the lead was extracted during the sternotomy. The physician made note that the lead had adhered and grown into the wall of the vessel and did not feel that the laser was at fault.